Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
During a liver transplant procedure, the device would not staple, and bleeding occurred on the vein. Tried a new reload and the same thing happened. Used manual suturing to complete the procedure, which led to longer or time.